Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed, and no defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 07-aug-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling the same and reported symptoms of increased thirst and feeling faint/sleepy. No medical intervention since the last call was reported. Customer advised that she had a routine visit today with her dietician and they did an a1c test, and her result was above 14. Note 2: manufacturer contacted customer in a follow-up call on 11-aug-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had somewhat improved, but she still was lightheaded. No medical intervention since the last call was reported. Customer had tested using the true metrix meter and obtained a blood glucose test result of 520 mg/dl fasting. Note 3: manufacturer contacted customer in a follow-up call on 14-aug-2023 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer's husband who stated customer did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Husband stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. Husband is calling on behalf of the customer. The customer does not know their expected blood glucose test result range. Customer advised that her blood sugars have been running high and that the pcp is aware, and they are working on her treatment plan. The customer reported symptoms of increased thirst/urination; medical attention was not needed at the time of the call. Customer stated this has been ongoing for a few months; customer did not disclose if his symptoms started prior to the use of the true metrix system. Customer advised that pcp is aware of ongoing symptoms. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/20/2024 and test strips were opened a few days ago. The meter memory was reviewed for previous test result history: result 1: hi mg/dl date: (B)(6) 2023 time: 12:12 pm undisclosed, result 2: 314 mg/dl date: (B)(6) 2023 time: 11:25 am undisclosed, result 3: 539 mg/dl date: (B)(6) 2023 time: 11:03 pm undisclosed , result 4: 436 mg/dl date: (B)(6) 2023 time: 1:13 pm undisclosed, result 5: 447 mg/dl date: (B)(6) 2023 time: 7:59 am fasting.